Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: see scanned table. Tests performed side by side on (B)(6) 2014. Therapeutic range: 2.0-3.0. The customer sent the patient to the hospital for confirmatory testing after the lab result on (B)(6) 2014. The patient believed that there was an error in the lab reading because he had no unusual bruising or bleeding. The patient told the facility that he had an abrasion on (B)(6) 2014 that stopped bleeding almost immediately; he did not feel this matched with the high lab inr values. After receiving the lab result on (B)(6) 2014, the patient was administered vitamin k at (B)(6) and sent home. The patient was not admitted to the hospital.